Event description:
It was reported that the patient has pain and loosening after total knee arthroplasty. Revision has been postponed due to cardiac issue.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Two different tibial plate item numbers were provided and it is unknown which plate was implanted. Review of the device history records for the femoral component, all-poly patella, and both tibial plates did not find any deviations or anomalies. Review of the device history records for the articular surface was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information re received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.